Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model cq7584j pta balloon dilatation catheter experienced only the distal tip of the pta balloon allegedly inflated at 25atm. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. This report was received from one source. This event involved one patient, age, weight and gender were not provided. This patient had no reported patient injury.

Manufacturer narrative:
H10: the malfunction was identified for unraveled material and asymmetrical inflation, and was not identified for peeling or frayed material. The catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The pro code for the conquest pta dilatation balloon product is identified in d2. Accordingly, this event has been determined to be MDR reportable. The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for unraveled fibers and for asymmetrical inflation of the balloon, due to the constricting fibers. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
The catalog number identified has not been cleared in the u.s, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The pro code for the conquest pta dilatation balloon product is identified. Accordingly, this event has been determined to be MDR reportable. The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model cq7584j pta balloon dilatation catheter experienced only the distal tip of the pta balloon allegedly inflated at 25atm. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. This report was received from one source. This event involved one patient, age, weight and gender were not provided. This patient had no reported patient injury.